Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: cust reported getting an a21 alarm inquired what led up to the complaint. Customer response: cust just replaced the battery a-21 alarm t/s per (B)(4). Expl alarm and possible causes. Adv time and basal settings are retained. Customer reports they were unable to clear the alarm. Customer's outcome pertaining to the complaint: cust will monitor. Additional notes: current bg: 83 mg/dl weight: (B)(6) lbs pump serial number: (B)(4) cust was able to reset pump, set up the time and date and did a complete rewind. Confirmed pump's good state and function by running self test. Test passed. Adv to continue monitoring and call back if issue persists. Ship: nothing / return: nothing